Event description:
It was reported by the sales rep that during initial install of the generator, the generator did not pass electrical safety testing during initial inspection. The customer stated that the generator was being tested for ground continuity using the equipotential plug on the back of the generator. When testing, if the power cord was wiggled at its connection to the power entry module, the ground would go in and out based on the position of the power entry module and power cord.

Manufacturer narrative:
(B)(4). Loose nuts on power entry module caused the unit to fail ground bond test on the equal potential lug. The operator's manual specifically calls out that this potential equalization terminal is not intended for protective earthing. The customer's complaint was duplicated by putting the ground return path on the "equal potential ground lug" and running a ground bond test. This set up produced a fail result due to the power entry module m3 nut with captive washers being loose. The operator's manual specifically calls out that this potential equalization terminal is not intended for protective earthing. The generator was tested again, but placed the ground return path on the bottom housing and the unit passed ground bond test. The repair and testing of the unit was not completed as the unit will not be returning to customer. Unit placed in long term hold.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.